Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
A distributor of infutronix received a complaint from a healthcare professional (hcp) reporting "patient came in for disconnect and there was a small leak". Hcp could not identify the exact location of the leak, but they reported it was "either in the filter itself or the tubing directly attached to it'. Patent received the whole treatment and didn't notice the leak until they went into the clinic. No delay in therapy. Patient did not report anything that could have happened to cause the set to break. Device operator was a nurse. Medication being infused: epoch. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.